Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar single leaflet device attachment incidents reported for this lot. Potential causes for the clip becoming caught in the chordae resulting in single leaflet device attachment (slda) are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. In this case, the information provided in the case details stated that the patient likely had a pre-existing flail chord, which may have been inadvertently captured while grasping the leaflets with the first clip. Following deployment of the clip, during attempts to grasp with the second clip, it was observed that the first clip had detached from the posterior leaflet, and was attached to the anterior leaflet. It was confirmed that there was no interaction between the two clips. Based on the information reviewed, the reported clip becoming caught in the chordae was likely a result of procedural conditions, and not a product quality deficiency. In this case, the slda of the clip occurred after grasping of the flail chord and during grasping attempts with the second clip; per the physician, release of the flail chord may have resulted in detachment of the first clip from the posterior leaflet. Based on this information, it is likely that the slda was a result of procedural conditions, and is not evidence of a product quality deficiency.

Event description:
This is being filed as the mitral valve posterior leaflet detached from the clip (40721u2/(B)(4)) but remained attached to the anterior leaflet after it was implanted. Another clip was implanted for stabilization and is considered intervention. It was reported that during a mitraclip procedure, one clip (40721u2/(B)(4)) was implanted on the mitral valve leaflets without any problems. The leaflet assessment was performed and the leaflets appeared to be well inserted into the clip. As the second clip was being placed medial of the implanted clip, the posterior leaflet detached from the implanted clip, but remained attached to the anterior leaflet. There was no interaction between the two clips. The second clip was implanted and a third clip was implanted lateral of the first clip to help stabilize it. The physician thought that a preexisting flail chord may have been captured in the clip arms of the first clip and placement of the second clip may have contributed to loosening the chord causing the arm of the first clip to detach from the posterior leaflet. The degenerative mitral regurgitation grade was reduced from 4+ (very severe) to 4. Post procedure the patient was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, clip delivery system, steerable guide catheter. The mitraclip remains implanted on the anterior mitral valve leaflet. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.